Event description:
It was reported that during a procedure to treat a de novo lesion in the mid to distal right coronary artery (rca) with 90% stenosis, an asahi light 300 cm guide wire was advanced. A 2.0x15 non-abbott balloon catheter was advanced without resistance and pre-dilatation was performed. A 2.75x18 rx xience xpedition stent delivery system (sds) was advanced without resistance and implanted in the distal rca. A 3.0x12 rx xience xpedition sds was loaded onto to the asahi light guide wire and resistance was felt between the sds and guide wire. After the guide wire exited the rx port, the sds became stuck and could not advance any further on the guide wire. Reportedly, the 3.0x12 rx xience xpedition sds did not enter the patient anatomy. While removing the sds from the guide wire, resistance was felt and the tip of the sds sheared off and separated from the sds and remained on the guide wire outside of the patient anatomy. The separated tip was removed from the guide wire and the asahi light guide wire was withdrawn from the patient anatomy and replaced with a new guide wire. A new same size rx xience xpedition stent was implanted to treat the mid rca. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The asahi light ptca guide wire referenced, is being filed under a separate medwatch report. The device was returned for analysis. The tip separation was able to be confirmed. The resistance with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.